Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Llbap lead dislodged. Discovered the next morning at postop check on the ward. Patient had loss of capture on ECG (underlying chb with a ventricular escape rate of about 40 bpm). A review of the chest x-ray from the evening before showed the lead had already dislodged shortly after implantation. Lead reposition done on (B)(6)2024, conventional rv approach taken this time.